Event description:
International customer reported that the device inflated with air immediately upon activation. A tear was noted on the y-connector. The device was removed from service and exchanged. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent to the FDA: 12/03/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500 a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-01213 for the other medwatch. The same pt is represented in each medwatch.